Event description:
The facility representative reported a broken door during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury of medical intervention had been reportes related to the device. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.